Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the device was post-sensed t-wave oversensing on the ventricular lead. The patient received inappropriate hv therapy as a result. The lead was repositioned since the device could not be reprogrammed around the issue.